Manufacturer narrative:
On (B)(6) 2020, during preventive maintenance (pm), the autopulse platform (serial (B)(4) ) displayed user advisory "(ua)07" (discrepancy between load 1 and load 2 too large) error message. The root cause for ua07 error was due to defective load cells. The cracked bottom enclosure and defective load cells were likely attributed to mishandling such as a drop. During visual inspection, unrelated to the reported complaint, observed 2 screw mounts on the bottom enclosure of the autopulse platform were broken. These types of physical damage likely due to user mishandling. The bottom enclosure was replaced to address this issue. During initial functional testing, the autopulse platform displayed "ua07" error message upon powering on. The load cell characterization test revealed that the load cells were defective. Load cells were replaced to address the ua 7 error. After service repair completion, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. The load cell characterization test was performed and confirmed both cell modules are functioning within the specification. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial number (B)(4).

Event description:
On (B)(6) 2020, during preventive maintenance (pm), the autopulse platform (serial (B)(4) ) displayed user advisory "(ua)07" (discrepancy between load 1 and load 2 too large) error message. No patient involvement.